Event description:
Forty-five days after the appliation of an external fixation system to a pt, for the purpose of treating a pilon fracture of the tibia, a bone screw in the astragal broke. The incident caused no loss of fracture reduction. The physician decided to completely remove the broken bone screw and to surgically replace it with a new one.